Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan alleging the serial number on her onetouch ultralink meter had rubbed off. This malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injurry occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.